Event description:
It was reported that the patient has sickle cell which resulted in her initial surgery. Patient reported swelling of leg and pain since (B)(6) 2014 and it has not decreased but got worse. Patient did a CT scan for blood clot, MRI and x-ray's. Patient leg is still swollen.

Manufacturer narrative:
(B)(6). An event regarding pain and swelling involving a accolade stem was reported. The event was confirmed. -medical records received and evaluation: a medical review concluded - extensive workup appears to have ruled out the right total hip arthroplasty components as being responsible for this patient¿s lymphoedema of the right lower extremity. It is more likely related to the patient¿s sickle cell disease and history of vascular and lymphatic problems. -device history review: the reported device was manufactured and accepted into final stock. -complaint history review: there have been no other events for the reported lot. Conclusions: the exact cause of the reported pain and swelling could not be determined. Based on the information provided, the event is not device related, and likely related to the patient¿s preexisting condition.

Event description:
It was reported that the patient has sickle cell which resulted in her initial surgery. Patient reported swelling of leg and pain since (B)(6) 2014 and it has not decreased but got worse. Patient did a CT scan for blood clot, MRI and x-ray's. Patient leg is still swollen.

Manufacturer narrative:
Additional devices listed in this report: cat # 625-0t-32e, lot # 23367601, description: trident alumina insert; cat # 542-11-52e, lot # mhjdte, description: trident psl ha cluster 52mm; cat # 17-3200e, lot # 30819301, description: alumina c-taper head 32mm/0; cat # 17-0000e, lot # 33351102, description: ti sleeve for alumina head. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. The devices remain implanted. Additional information has been requested and if received, will be provided in the supplemental report. Still implanted.